Event description:
A customer contacted baxter's (B)(4) regarding potential air in the home patient (hp) while using the homechoice (hc). Hp reported the nurse thought he might have air coming from the patient line inside him. The caregiver (cg) wanted to know what do to stop this. The technical service representative (tsr) explained to prime the patient line to the top before connecting. Product surveillance followed up (B)(6) 2010 and spoke with the caregiver (cg) who reported that after she spoke to the tsr she figured out that the hp had not been priming a forth bag that was recently added to his daily therapy. The hp had left the clamp on that bag closed. The cg reported the hp had not had any problems now that he was priming all bags. Supplies were discarded after use. The cg stated that no injury or medical interventions was associated with this reported event.

Manufacturer narrative:
(B)(4).